Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system controller 1.0, controller / (B)(4) / model #: 1407in / expiration date: 2017-12-31, UDI #: (B)(4), mfg date: 2016-12-31, (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the were high watt alarms and loss of power to the controller that were logged on the same day on the log files. The ventricular assist device (vad) remains implanted. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: a1, d5 product event summary: the hvad pump was not returned for evaluation. The controller was returned for evaluation. A review of the controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing; visual inspection revealed a loose power port one connector. An internal inspection did not reveal evidence of fluid ingress. This is an additional observation not related to the reported event. Based on an internal investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hvad pump (B)(4) and the controller (B)(4) were not returned for evaluation. Log file analysis revealed an increase in power consumption starting (B)(6) 2017 to parameters above the normal operating range. Two high watt alarms were logged on (B)(6) 2017. Log file analysis also revealed a controller power up and associated motor start event on (B)(6) 2017 at 18:23:10. The data point prior to the controller power up, logged at 18:15:50, revealed that a battery (1) was connected to power port 1 with 54% relative state of charge (rsoc) and an adapter was connected to power port 2. The data point after the controller power up event, logged at 18:38:08, revealed that battery was connected to power port 1 and another battery was connected to power port 2. The maximum time the controller was without power was 7 minutes and 20 seconds. As a result, the reported high power and controller loss of power events were confirmed via log files. Based on historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The manufacturer has initiated an internal investigation to address events involving the controller losing power. Additional products: controller 1.0/con214134.